Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, lot# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Wexner, s., coller, j., devroede, g., hull, t., mccallum, r., mellgren, a. Sacral nerve stimulation for fecal incontinence: results of a 120-patient prospective multi-center study. Diseases of the colon & rectum volume 52: 4. 2009. Summary/reported event: sacral nerve stimulation (sns) has been approved for use in treating urinary incontinence in the u.s. Since 1997, and in europe for both urinary and fecal incontinence (fi) since 1994. Aims of this study were to assess the safety and effectiveness of sns for fi in a large population. Candidates for sns who provided informed consent were enrolled in this irb-approved multi-centered prospective trial. Patients showing = 50% improvement during test stimulation received chronic implantation of the interstim® (medtronic; (B)(4)) therapy system. Patients with prior rectal surgery (>12 months prior to enrollment) and failed sphincteroplasty were included (28%). The primary efficacy objective was to demonstrate that =50% of subjects would achieve therapeutic success, defined as =50% reduction of incontinent episodes per week at 12 months compared to baseline. The following results represent complete case analyses. 129 patients underwent test stimulation with a 93% success rate, and 120 (110 females) of a mean age of 60.5 years and a mean duration of fi of 6.8 years received chronic implantation. Mean follow-up was 23 (range 2.2 ¿ 61) months. At 12 months, 83% of subjects achieved therapeutic success (95% ci: 74%-90%; p < 0.0001), and 41% achieved 100% continence. Therapeutic success was 86% at 24 months. Incontinent episodes decreased from a mean of 9.4 per week at baseline to 1.9 at 12 months and 2.9 at two years. Similar positive results were shown for incontinent days per week and urgent incontinent episodes per week (table 1). Sns positively impacted quality of life, as evidenced by significant improvements in all four scales of the fecal incontinence quality of life (fiqol) instrument at 12 months p < 0.0001 for each). The most common device/therapy-related adverse events during follow-up average 23 months included implant site pain (26%), or infection (11%), or parasthesia (11%) with over 25% of events being resolved with non-surgical treatment. There were no reported unanticipated adverse device effects associated with interstim therapy.